Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. Upon removal it was noted that the proximal edge of the stent was flared. No pt injuries or complications were reported.